Event description:
The customer reported to olympus, the colonovideoscope had a broken washing brush inside the settler. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign objects in the light guide lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a deformed grip, an air/water and suction cylinder with no color, a scratched switch box, a corroded electrical connector and suction connector due to water leakage, a wrinkled connecting tube and universal cord, water tightness lost due to a pinhole on the bending section cover, and the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. Additionally, the following components were found scratched: plastic distal end cover, objective lens, and light guide lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.